Manufacturer narrative:
The reported event was unconfirmed. Received only the catheter for evaluation. Per the functional evaluation, the balloon was inflated with 10cc of water and administered to flow rate testing. While inflated, the flow rate was 101ml/min, 110ml/min and 102ml/min. The internal flow specification for a sample of this product type is 70ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was un able to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] method for use do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and the urethra may be damaged)" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found to not have any urine flow on the 26th day of use.